Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
Primary procedure, right reverse shoulder. It was reported that while inserting a screw, the tip of the t25 star driver broke off in the screw. The piece was retrieved, patient was visually inspected and irrigated to ensure no pieces remained in the patient.